Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician experienced deployment difficulties. The lesion being treated was 85% stenotic in a mildly tortuous circumflex artery (cx). The physician deployed a taxus express2 2.5 x 8 mm drug eluting stent at less than 9 atms. However, the stent delivery system (sds) would not hold pressure. Consequently, the stent did not fully deploy. A maverick balloon was used to postdilate and fully expand the taxus stent. No pt injury or complications was reported. Pt status is reported as "satisfactory/good".